Event description:
It was reported that during a device changeout, it was noted that the right ventricular (rv) lead coil had separated from the rest of the right ventricular (rv) lead at the header. A fracture and insulation damage were also noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7232cx implantable cardioverter defibrillator implanted: (B)(6) 2005. (B)(4).